Event description:
Healthcare provider was preparing for an endotracheal tube (ett) suction of an infant who has frequent large secretions. Healthcare provider had donned gloves and had begun advancing the suction catheter. At some point around 3-5 cm of advancement, healthcare provider noticed that the suction catheter was exposed due to a large split in the plastic sheath covering. Healthcare provider immediately withdrew the catheter and restrained the infant from self extubating (high risk airway) while calling the respiratory therapist (rt) to provide a replacement ballard suction catheter. The new catheter sheath was noted to have a different feel than the usual one - more thick and less flexible to touch. The old catheter was saved and given to rt. It was an 8 fr ballard, lot 30215783.